Manufacturer narrative:
The report is filed october 27th, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to device non-use. There are no plans to reimplant the patient with a new device as of the date of this report, september 23, 2015.